Event description:
It was reported to boston scientific corporation that a flexiva laser fiber was used during a ureteroscopy procedure on (B)(6) 2013. According to the complainant, during the procedure, there was no energy output from the fiber. The procedure was completed with another flexiva laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. The event, as reported, does not constitute a reportable malfunction; however, the returned device revealed a reportable malfunction.

Manufacturer narrative:
(B)(4) fiber broken within the connector. Visual examination reveals that the exposed glass tip measures 4.0 mm and appears unused. Functional examination reveals that once laser energy was emitted through the fiber during the transmission measurement, it became weak and the effective transmission measured 23% indicating that the fiber is broken within the connector.